Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "the infusion cannula was a 23 gauge, instead of 25 gauge" (device misassembled during mfg or shipping). The surgeon reported that the infusion cannula was a 23 gauge, instead of 25 gauge. The canula was switched out and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The sample will be sent for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4)